Manufacturer narrative:
Additional information: d10, h7, h9. The reported field event of backup vvi was confirmed in the laboratory. Analysis of the device image showed bvvi was caused by a power-on reset (por). The cause of the por event was determined to be premature battery depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, premature battery depletion and backup vvi issue was observed on the device. Following the battery performance alert (bpa) advisory, a bpa was also received by the clinician and the device was explanted and replaced. The patient was stable.